Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer stated that they performed re-characterization of the expiratory valve and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that avea ventilator unit had a low peep (positive end expiratory). Pressure was set to 6, analyzer is reading 3.3 and vent was reading 3, monitored and delivered are both wrong. There is no patient involvement associated with this reported event.